Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Event description:
Information received from a manufacture representative regarding a patient receiving morphine (40mg/ml at 5mg/day) and bupivacaine ( 11.9mg/ml at 1.48mg/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain. The patient's pertinent medical history includes chronic pain syndrome. It was reported that the patient had change in therapy effect since (B)(6) 2015. It was reported that the patient had a loss of therapeutic effect. The patient was in the clinic on the day of report and the physician might replace the entire system. Pump study performed on (B)(6) 2015. It was noted that the lack of therapeutic effect was due to "device issue." The rate was decreased and the patient was supplemented with oral medication. The pump and catheter were replaced. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent)